Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the device was returned to olympus for inspection and customer allegation was confirmed. The ceramic head (insulation beak) was broken. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the ceramic head of the subject device was broken. The issue was found during reprocessing. There was no patient involvement.